Event description:
Reporter alleged being hospitalized and treated for low blood glucose however blood glucose monitoring device read high blood glucose. Reporter stated device reading was 264 mg/dl however customer felt glucose was low and called the ambulance. Reporter stated paramedics device was 39 mg/dl and was given glucose to raise glucose levels. Reporter stated the day after being treated by paramedics, customer felt. Low again and did not test but called ambulance again. Reporter indicated ambulance device measured 35 mg/dl, she was treated with glucose, transported to the hospitalized where she was monitored for 24 hours. Reporter stated no controls were used at the time of the alleged event. A request was made for the return of the suspect device and replacement product was sent.